Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a few weeks following implant of this system, cardiac tamponade occurred as a result of a perforation from this right ventricular (rv) lead. The patient underwent a pericardiocentesis and replacement of this lead. No additional adverse patient effects were reported.